Event description:
During a punch biopsy, a suture needle broke and was lodged in the pt's biopsy site. The needle was not found at the time of the procedure and pt was sent to the local hosp to get x-ray to see if the needle was stuck in the pt's scalp. During a punch biopsy, the look suture needle broke off. Dr (B)(6) were unable to find the broken off piece of the needle. Dr (B)(6) and staff looked into the open wound to find the needle and were unable to locate it, pt's biopsy site was closed with a new suture of a different brand. The pt's room was cleaned, the needle still was not found. Pt left the facility and the staff continued to look for the needle. The needle was not located. Pt was called and informed that we were unable to find the needle and that we would like her to go to the (B)(6) hosp to have an x-ray done to see if the needle was still in the scalp. We received the radiology report and the needle was still in the pt's scalp. Pt returned to the clinic, the pt's scalp was anesthetized and an opening was made in the scalp where the needle was indicated to be. Dr (B)(6) was able to find the needle and remove it. Pt was seen by dr (B)(6) saturday, (B)(6) 2019 due to pt having pain and bleeding from the site. Pt at that time was prescribed tmp sulfa for infection and vicodin for pain. A f/u on (B)(6) 2019 was completed due to pt reporting facial swelling, pt was told to stop tmp sulfa and start doxycycline. Pt also started mupirocin ointment. On (B)(6) 2019 the sutures were removed; pt at that time had developed erosive pustulosis of the scalp and was treated with olux foam in office.